Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 300mg/dl. It was stated that the customer was in an accident while driving. The caller mentioned that the customer was unable to remove the battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.